Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that the patient¿s ins hasn't worked for 8 years now. The patient states she has the same disease that she always has had which is degenerative disc disease. The patient indicated that is why she had the ins to begin with. The patient reported that she had an x-ray done of her lower spine that showed ¿everything is all messed up¿ and she is in pain. The patient stated that their healthcare provider (hcp) who she is currently seeing to address medical issues wants to invite a rep out to an upcoming appointment with the patient. It was suggested that the hcp contact the national answering service to send a medical page out to the field. No further complications were reported/anticipated.